Event description:
It was reported that the ilet pump was dropped, resulting in a cracked touchscreen that intermittently responds only at the top of the display, preventing device unlocking and completion of a supply change, while glucose values and notifications remain viewable. Symptoms included no injury. Outcomes included the need for device replacement and return of the original unit. Investigation included review of the event history and device function as described by the user and diabetes educator. Investigation of this case revealed physical damage to the display assembly consistent with impact, leading to impaired touch functionality and usability. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to dropping the device.